Event description:
The dr claims that the pt had undergone aortic arch replacement and developed fever of unk origin as high as 39 degrees centigrade from post-op days 14 to 35. The graft was left in the pt. No other inflammatory signs were noted. The pt's condition was good.